Event description:
The international distributor of cryocyte freezing containers reported that a cryocyte bag broke during thawing. The bag contained 75 ml of saline and was being used for test purposes. A controlled rate freezer was used to cool the bags prior to placing them in liquid nitrogen vapour phase for storage. The thawing was performed at 37 degrees c under controlled conditions. Baxter has requested the sample for evaluation.

Manufacturer narrative:
Mfg records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the mfg time period. Cryocyte bad complaint date are reviewed monthly by cellular therapies division quality management. Device has been initiated to investigate customer reports of cryocyte bag breakages. If the sample is received by baxter, the results of the eval will be submitted as a follow-up MDR.